Event description:
Additional information received from the nurse was that the situation is resolved and no further help is needed from their site. Nurse indicated that they will contact the manufacturer in the future if that is needed. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that vns patient with learning disability implanted on (B)(6) 2010 suffers from upper respiratory problem. Patient's parents have asked the medical professional if reducing the vns settings may improve the issue. It was also specified that parents are not meaning the cough when using the magnet but they mean generally and all the time. Attempts for additional relevant information have been unsuccessful to date.